Event description:
In 2008, dr implanted a resorbable plate. Seven months later, the patient returned to the hospital with the skin opened up at the area where the plate is fixed. Dr removed plate and closed patient.

Manufacturer narrative:
Plate was disposed of by the health care facility, so no product evaluation can be performed.